Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that a patient experienced endophthalmitis postoperatively. The patient was hospitalized and treated with ongoing antibiotic therapy; event outcome is not resolved. A vitrectomy was performed for vitreous sampling. Additional information has been requested and received.

Event description:
Additional information has been requested and received. The reporter informed that the patient has experienced decreased inflammation under decreasing dosage of corticosteroids, but persistence of descemet folds; no tyndall or hyalitis present. All the culture samples came back negative. The facility has cancelled all ophthalmic procedures since (B)(6) 2020.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
There was no sample returned for evaluation. The chemical lab tested a reference sample on ph and osmo and all tests are conform the specifications for the tested parameters. Batch records were reviewed and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during batch record review. As no manufacturing related issues were identified, reference sample is conform the specifications for the tested parameters and no sample is available, a conclusive root cause could not be determined. All batches are released according to the required specifications. As no product is returned and/or insufficient product data is available, the complaint could not be verified and therefore no corrective and preventive action is initiated. However further trending is performed. The manufacturer internal reference number is: (B)(4).